Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported ¿triggering issue ¿complaint. The fse hooked up the trainer to the unit and the machine was detecting ECG and bp properly. The fse went into the logs for further investigation and could see the machine had been running for just under an hour, before it experienced a system failure shutdown fault 58, and fault 124. The manual refers to a bad atmospheric pressure grab, or k7 not opening, for the fault indicated. The fse went through all calibration and functional checks, and could not duplicate the fault. The fse proceeded to recalibrate the unit, and tested k7 extensively and did not find any issues. The fse then went onto pump on the machine for about two hours, and no faults or alarms appeared. A recommendation was made to the customer by the fse to use a training balloon and pump on it for a few hours to see if the customer could duplicate the issue. The customer is in urgent need of this pump so the fse returned the iabp to the customer for clinical use. However, the fse did recommend the customer use a training balloon and pump on it for a few more hours to see if they could duplicate the issue. The fse would have ran the machine overnight, but the customer couldn't find a balloon. The fse performed all functional and safety checks that passed and met factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site is (B)(6).

Event description:
It was reported that during use on a patient, a cardiosave intra-aortic balloon pump (iabp) had a triggering issue and was not detecting the ECG(electrocardiogram) and bp(blood pressure) properly. There was no patient injury, harm or adverse event reported.